Event description:
It was reported that an arteriotomy closure of a non-calcified common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure. Reportedly, resistance was felt while inserting the device into the groin over the guide wire. Advancement of the proglide into the vessel was discontinued and it was seen under fluoro that the guide wire was bent on itself. The proglide was removed and a second proglide was attempted and uneventfully deployed. However, while advancing the knot, the sutures could not be tied down, they were not closing the arteriotomy. It was indicated that the patient was morbidly obese, had deep tissue tract and this could have been the reason why the knot could not be advanced to the desired position on top of the artery. Manual arterial compression was applied to achieve hemostasis. The patient received 20,000 units of heparin during the procedure and reportedly was highly anticoagulated. When the patient left the catheterization lab was reported to be fine. The patient was transferred to the floor and bleeding was observed at the groin site. Manual arterial compression was being applied but the patient was bleeding a lot, and the blood pressure dropped. The patient was taken to surgery and a cut down procedure was performed. It was observed that a second puncture was present in the artery which was not closed after completion of the index procedure and the patient had been bleeding from it. It was also not known if the external bleeding (groin bleeding) that recur while the patient was in the room was coming out from the hole where the proglides were attempted or the 2nd puncture that was inadvertently not closed and was surgically closed during the cut down.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be very large and morbidly obese. It was indicated that the patient had lost a lot of blood and during the cut down the heart stopped. CPR (cardiopulmonary resuscitation) was attempted and the resuscitation attempts were unsuccessful. The physician indicated the cause of the death was not device related (proglide related). The cause of the death was an access issue (2nd puncture) that was not noticed and not closed that caused the patient to bleed under the skin and eventually die. The technician who attempted to deploy the proglide devices is reported to be trained in the use of the device. No additional information was provided. The safety and effectiveness of the perclose proglide device have not been established in patients who are morbidly obese. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information. The other proglide referenced is being filed under a separate medwatch report number.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The patient was reported to be very large and morbidly obese. The proglide instructions for use state that the safety and effectiveness of this device have not been established in patients who are morbidly obese. Therefore, the cause for the reported inability to tie the proglide sutures down to the arteriotomy was determined to be most likely related to the operational context in which the device was used. The reporter indicated the cause of the patient death was related to a second puncture that was unnoticed and not closed during the procedure. Reviews of the lot history record and complaint history not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.